Manufacturer narrative:
One device was received for investigation. During visual inspection the device was observed to have its rear housing cracked on the top corner. The device was functionally tested, and the device passed testing within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the available information, the investigation could not confirm the reported issue. No actions have been assigned.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a high pressure alarm and an over delivery. Patient denies any tubing kinks or closed clamps. Fingertip pressure to port site didn't resolve alarm. Tubing clamped and batteries removed. Cassette removed and tapped on hard surface. Cassette reattached, batteries reinserted and tubing unclamped. Pump restarted and display reads run but alarm returned before pump cycled. Batteries removed and tubing clamped near port site. Starting volume was at 100 ml. Pump stated the resvol was 25, but bag was empty; rate 2.2 given 75; pump finished "several hours early." Line was primed using syringe. No inline components added to infusion. Tubing was discarded. No adverse patient effects were reported by the customer.